Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. It was unknown if the patient was hospitalized prior to death. The patient died at home. Peritoneal dialysis therapy was ongoing until death. It was unknown if the patient was performing therapy at the time of death. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test. An internal and external inspection was performed and found no issues. There was no evidence of fluid or moisture found within the device. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. A short simulated therapy was performed and completed successfully. The device was determined to meet functional and electrical performance specification requirements per rite testing. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.